Event description:
The customer's father stated that the customer was being taken to the hospital to be treated for a blood glucose reading over 600 mg/dl. Troubleshooting could not be performed at the time of the report. The customer's father was advised to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.